Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-03404. It was reported that drg leads were pulled out of the epidural space and wrapped around the ipg. As a result, surgical intervention was undertaken wherein the leads were explanted an replaced. Reportedly, effective therapy was restored post-operatively.

Event description:
Device 2 of 2. Reference MFR report #1627487-2018-03404. Additional information identified that original lead location was at the vertebral level t12 and l1. No falls or trauma reported. Issue is resolved.